Event description:
It was reported that patient presented remotely. It was noted that left ventricular (lv) lead exhibited failure to capture. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Correction: related report number added.

Event description:
Related manufacturer reference number: 2017865-2024-65600. 2017865-2024-68184.